Manufacturer narrative:
The unit was not returned for evaluation due to patient contact. Now the microtips with patient contact are sent to lso for disinfection before arriving at tenex for evaluation. The DHR for lot 36612-01 was reviewed. The units met manufacturing specifications before release and there were no issues related to the complaint. There were (B)(4) units released from lot 36612-01. A review of lot history showed that there were (B)(4) units that failed for functionality. This lot has a failure rate of (B)(4). No significant trends were observed. It has been determined that the assignable cause for the bent tip is customer misuse. It was determined in validation (B)(4) that excessive force and a sweeping motion would cause the tip to bend, normal use would not result in any side force to the tip.

Event description:
Doctor let dpm resident start case. Used side to side motion after (B)(6) and myself instructed on back and forth motion. Dr. (B)(6) finished case once we replaced hand piece. Case and patient result went well.